Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Investigation could not be completed and no conclusion could be drawn because the product was not returned and no part number or lot number were provided.

Event description:
It was reported that a medial distal tibia plate, two 2.5 mm distal locking screws dls and two unknown screws were explanted due to pain. The original date of implant surgery is unknown. The reported date for the patient's complaint of pain is also unknown. It was reported during the removal, two 2.5 mm dls screws broke as the surgeon was removing them from the plate. The hardware was removed on (B)(6) 2013. The inner core of the screws broke and the outer cores remain in the patient. The surgeon removed the other two screws with no problem. The surgery was successfully completed but pieces of screws remain in the patient. Surgical procedure was delayed by one hour due to complaint event. The part and lot numbers of the hardware are unknown. This report is for two unknown screws. This report is 4 of 4 for complaint (B)(4).